Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was c4 metastasis. It was reported that, the inserter could not be removed after the final session, so it was replaced. Procedure performed was anterior cervical fusion/corpectomy. There was no time delay in procedure reported. No additional treatment or surgery performed as a result. Product was used properly as per the instructions in the package insert and the procedure manual. The inserter came off outside the surgical field. The same inserter was used in the newly opened cage, which could be installed and removed without any problems. There were no patient symptoms reported. No further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part # 436113b ; lot # ca18j198 visual and optical inspection of the centerpiece expander did not reveal any damage that would hinder the implant from expanding or disengaging from the inserter. Functional inspection with a sample 13mm inserter confirmed the implant was able to connect and engage/disengage, expand and close without any grinding or restrictions. The implant appears to function as intended. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.